Event description:
This lead was implanted on (B)(6) 2013 and remains implanted at this time. It was noted that there was lead impedance for both atrial and ventricular of >2000 ohms when connected to the device. Both leads were reconnected and impedance remain >2000 ohms. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).